Event description:
On (B) (4) 2009, stryker biotech received a report of a patient who received op-1 implant in conjunction with 10cc calstrux on (B) (6) 2007 as part of a proximal tibial osteotomy. The patient indicated that he experienced "significant" heterotopic ossification. No additional details were provided. Additional information will be requested.